Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012400111 and data files containing a video and image file were returned and analyzed. The image showed a catheter under fluoroscopy in the patient. Additionally, a video file was received showing the slider on the catheter handle would not fully extend forward. Visual inspection was carried out. The catheter appeared intact without any visible issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slider was stuck, and the shape of the capture device is unremarkable with no atypical features. Catheter to a test catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms: the slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. Catheter identification and ablation was carried out. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot and electrical continuity test: hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The x-ray imaging reveled that there were entangled electrode wires in the shaft and inside handle. The dissection of catheter revealed that wires were entangled about 37-42 inches from the nose of the handle. In conclusion, the catheter failed the return product inspection due to electrode wires entangled at the shaft and handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slider on the catheter handle would not fully extend forward. The blue leur behind the handle was advanced and the catheter was able to extend and be retracted into the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.